Event description:
It was reported that an ilet user experienced hyperglycemia with a blood glucose of 346 mg/dl persisting for several hours after a usual lunch, without symptoms, while the pump indicated insulin delivery; the user employs a contact detach infusion set. Customer care provided support that included remote troubleshooting and user education, including an infusion set and supply change. Investigation of this case revealed that the hyperglycemia resolved after replacing pump supplies, which is consistent with an infusion delivery issue of unclear origin. No clinical symptoms associated with hyperglycemia reported. Outcomes included glucose returning to range following a full supply change without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.